Manufacturer narrative:
Plant investigation: the actual cycler device was returned to the manufacturer for evaluation. A visual inspection of the returned cycler exterior and interior showed no signs of physical damage or discrepancies. The device was subjected to a simulated treatment test which was completed without any failures or alarms. The system air leak test, valve actuation test, and load cell verification test passed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no issues found during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. An evaluation of the returned device could not identify any failures.

Event description:
A peritoneal dialysis (pd) patient requested information regarding positive and negative ultrafiltration (uf). The patient has been able to complete treatment with the cycler without any alarms and had not had any symptoms. The patient¿s cycler settings and dextrose have not changed since starting pd treatment with the cycler. The treatment record shows that on (B)(6) 2017, the patient had filled (fill 1) with 1999 ml and had drained 4106 ml. The reported large drain of 4106 ml was over 200% of the expected drain volume. Follow-up information with the patient¿s pd nurse revealed that the patient was able to complete treatment with manuals without any issues. The patient did not experience any adverse reaction and did not require any medical intervention. The patient has since received a replacement cycler and continues regularly scheduled pd treatments with the cycler. The cycler was available for return to the manufacturer for physical evaluation.